Manufacturer narrative:
E1 - event site name - (B)(6). E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) was not working properly with the 1:1 augmentation frequency setting, and there was a "check iab catheter" alarm. There was no patient involvement.